Event description:
Pt reported that their blood glucose measured "hi" (>600 mg/dl). They attempted to self-treat by delivering add'l insulin (amount to provided). Pt reported that, approx 1 hr later, their blood glucose measured 178 mg/dl, and they began to feel hypoglycemic symptoms. Shortly thereafter, pt lost consciousness. They stated that they did not seek medical attention; rather, they were able to elevate blood glucose by drinking cola. No controls had been run on the system. A request was made for the return of the suspect product and replacement product was sent.